Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited possible fractures. It was also reported that the rv lead exhibited rising and high and undefined impedance and rising and high threshold. It was further reported that the ra lead exhibited oversensing and noise. The rv lead was capped and replaced. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.